Manufacturer narrative:
On-site investigation was performed and it was found that the issue was related to drainage valve. The drainage valve is powered with 12 v and electrically controlled by the pc board. The purpose of the drainage valve is to remove water collected in the water separator at regular intervals. The valve is closed in non-activated condition. During operation, the valve will be activated (open) for approx. 0.5 seconds twice every minute by the timing circuit on the pc board. When the valve opens, the water collected in the water separator will be transported to the drainage bottle. No part was returned to the factory. The root cause of the claimed issue could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the drainage valve in compressor was found defective. There was no patient harm. Manufacturer's ref. #: 851852.

Manufacturer narrative:
Based on provided information, drainage valve was replaced and the device was delivered to the user in working condition. If the drainage valve was defective, it may affect the pressure of the delivered air gas. However, the ventilator or anesthesia system will switch to 100% oxygen when loosing air inlet pressure. Therefore, this situation is not-safety related, the alarms will be generated, and proper measures can be taken. The cause of the issue was related to drainage valve. This event occurred on the indian market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Therefore, for d4 unique identifier (UDI) #, primary di number has been used from compressor mini 115v 60hz. Provided in initial and follow-up report: d4 serial # and h4 device manufacture date corresponds to device involved in the event, which is "compressor mini 230v 50hz". A correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # was required. D1 ¿ brand name: previous brand name: compressor mini, corrected brand name: compressor mini 115v 60hz. D4 ¿ version or model #: previous version or model #: compr mini 230v 50hz, corrected version or model #: 6481779. D4 ¿ unique identifier (UDI) #: previous unique identifier (UDI) #: (B)(4), corrected primary di number: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).